Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator would operate on backup battery power but when it was connected to ac power the unit would shut down and indicated a +24/+-12 volt power failure occurrence. The customer reported the ventilator was not in use therefore there was no patient harm. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to verify and replace the power supply to address the reported problem.